Event description:
It was reported the atrial lead was found to be pacing the right ventricle. During the lead revision procedure, it was observed that it had dislodged into the right ventricle. The physician noted that it was challenging to dissect the lead from the pocket and may have damaged the lead during the explant. It was also observed there was blood ingress in the insulation thought to have occurred during the explant per the physician. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was observed to have blood ingression. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in blood and body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut and was extrinsically breached due to pulling/stretching/overstress. Also the outer insulation of the lead was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage.